Manufacturer narrative:
(B)(4). The issue is unknown. No code can describe this scenario.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an unknown issue with the sensor. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.